Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab inspected the suspect user interface module (uim) that was returned and was able to duplicate the reported issue. The root cause of the reported issue was due to low voltage output of the v3 coin cell battery.

Manufacturer narrative:
Carefusion complaint #: (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reports that the user interface module (uim) on this avea ventilator does not power up properly, the screen remains blank. The customer states that if they attempt power up multiple times then it eventually powers up. The customer reported that there is no patient involvement.